Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during testing, their device appeared to have locked up. The customer indicated that once the shock was delivered into the simulator, the screen blacked out for approximately 5 seconds longer than normal and once the image reappeared, the device appeared to be locked up with the pre shock simulated ECG rhythm on the screen. After a power cycle of the device, normal functionality of the device was observed. There was no patient use associated.